Event description:
It has been reported to philips that while the patient was on the table, only one exposure could be taken. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use for diagnosis procedure when the issue was occurred, and the procedure got aborted and completed the procedure using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system can only take one exposure at a time. The review of log files showed tube current out of range. Upon functional testing, the fse found that the intermittent x-ray tube failure. The fse replaced the x-ray tube, calibrated and backed up the system. After which, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.